Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited high capture threshold. Imaging revealed that the lead had dislodged. During repositioning attempt, the lead failed to advance down the guidewire, so the lead was instead explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds and failure to advance the guidewire into the lead. As received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. The reported event of and failure to advance the guidewire was confirmed. A guidewire could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event of failure to advance guidewire into the lead was isolated to the inner coil clogged with blood. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.